Event description:
It was reported that the customer was medical diagnosis with high blood glucose while customer was participating in study device. Caller also stated that the customer had a kinked infusion set resulting in hyperglycemia. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.